Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the mandrel remained stuck inside the device. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker perperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The reported condition was that it was difficult to remove the instrument from the trocar. The initial visual inspection of the instrument noted that the obturator was unable to be removed from the cannula. There appeared to be adhesive bonding the obturator to the cannula. The root cause of this condition is excess glue dripping out of the bonding area and flowing to where the obturator meets the device. This condition occurs when the operator does not perform a complete cleaning of the valve assembly to valve adapter bond before placing the obturator on the unit. A manufacturing action was taken to prevent recurrence of this problem. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.